Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leakage coming from the port. This issue was discovered prior to patient use. The device was filled with benzylpenicillin 14400mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from march 14, 2022 - march 15, 2022. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which showed fluid inside a green bag that contained the device suggesting a leak problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.